Event description:
Vasoview hemopro, being used for endoscopic vein harvest during off pump coronary artery bypass grafting, jaws broke. Nothing was left in patient; new hemopro opened and used to continue harvesting vein. No apparent harm to patient.